Manufacturer narrative:
Eval summary: the analysis showed that the device was received with the handles damaged and the firing mechanism damaged and with a reload in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. Another device was used to complete the procedure. There were no adverse consequences to the pt.